Event description:
During preparation for cardiopulmonary bypass surgery, the arterial monitor issued an apparently false high line pressure alarm, stopping the pump. There were no adverse consequences to the pt as a result of this event.